Manufacturer narrative:
Initial reporter city: (B)(6). (B)(4). Investigation results: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had a pinhole at tip proximal section. Functional analysis cannot be performed due to the balloon lumen being occluded by dried contrast and it was not possible to unblock it. It is possible that interaction with the scope or any other surface during the procedure could create a friction on the balloon, causing the balloon pinhole during the procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the balloon failed to inflate. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event .